Manufacturer narrative:
Medtronic received information that the footswitch was replaced. This resolved the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9733624, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the footswitch of the navigation system was not operating as designed. There was no patient present when this issue was identified.